Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported a dysfunctional touchscreen. Per the customer part of the touch screen was unresponsive to touch. The customer also reported that the screen would at times automatically activate functions. For example: "...in normal screen and alarm for spo2 is being suddenly activated." There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the display was determined to be malfunctioning due to fpc bonding defects. A known good touchscreen was installed and the device functioned as designed.